Event description:
See mdrs 1036844-2013-00371 and 1036844-2013-00372. For the first and second attempts. It was reported that during removal of the swg from the catheter, the swg unraveled. The event occurred in the ICU and the insertion site was the right subclavian of a female patient. As a result, all components were removed. A fourth kit was opened and the doctor was able to place the catheter successfully. It is unk if there was a delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).